Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot#: b0960897k, implanted: (B)(6) 2009, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3878-45, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient came to the clinic because they have been bothered by burning pain in the full right leg. The tingling no longer came to the ankle. Now the tingling came to the anterior side of the knee. The pain was particularly disturbing at night. This has already been half a year with a slow progressive decrease in the effect. The patient was not feeling good effect from their stimulation. It was noted that there were ¿knife stitches¿ at the lateral and posterior side of the lower leg. In the past, when stimulation came to the right place, the patient had a very good result. The device was interrogated on (B)(6) 2018 and was reprogrammed. An x-ray on (B)(6) 2018 did not show clear electrode displacement. It was clarified that there was no confirmed lead migration. Reading the system showed no clear problems with the ins or electrode contacts. To help the patient a new lead and ins were placed on (B)(6) 2019. The outcome was resolved without sequelae on (B)(6) 2019. Etiology was related to the device or therapy and stimulation, but not related to the implant procedure or programming. No further complications were reported or anticipated.